Event description:
The doctor reported separating a file in a patient's tooth. The file was not retrieved and the doctor completed the procedure by filling around the file. There was no report of injury to the patient.